Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5113731, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5087681 / 5089866, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 348933, model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the incision sites. Symptoms were drainage and an open wound. The physician believed that nothing happened during the procedure that may have caused this. The patient underwent an explant procedure and was given antibiotics.